Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the enclosures were damaged. A functional evaluation revealed the device failed the weight test. It failed at the quick connect and dumbbell joint. The piston migration was at 1.5 inches. The complaint was confirmed and the root cause has been associated with a mechanical failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider tenet stopped working. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.